Event description:
The user facility reported that a guiding sheath separated into 2-pieces during removal after a cross-over pta procedure. The physician stated that he noticed extreme resistance while trying to withdraw the guiding sheath over a 0.035" guide wire. A digital subtraction angiogram revealed that the distal portion of the sheath had become detached. A balloon catheter was inserted over the 0.035" guide wire and inflated within the detached section of sheath. The balloon and both sections of the sheath were taken out together without complication. Reportedly, there was no negative consequence for the patient and no additional procedure or intervention was required.

Manufacturer narrative:
The investigation was based upon evaluation of user facility information, the returned sample and reserve samples. Visual examination of the returned sample confirmed significant stretching of the sheath prior to separation into 2-pieces connected only by the inner wire coil. No abnormalities or defects were noted on visual inspection and functional testing of reserve samples. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and returned sample condition are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.